Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient was not getting relief from therapy and he was going every one half hour. The patient asked if therapy is supposed to help him with controlling how often he goes to the bathroom. The patient felt stimulation. Patient services confirmed setting on patient programmer is program 1 at 1.80v and therapy was off. The patient did not know therapy was off because he was feeling a little sensation. Regarding is the therapy on, it was noted: no. Turn therapy on. Regarding is situation resolved, it was noted: no. Patient services assisted patient with turning therapy on and reviewed if patient continues to not get relief to contact hcp (healthcare provider) office for assistance. Event date: (B)(6) 2015. Patient does not have hcp but he was working on getting a hcp in (B)(6). Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.